Event description:
Patient representative reported unknown side "pain, rupture" discovered intraoperatively, "significant health damage and impairments", and "movement". The device has been explanted.

Manufacturer narrative:
A device history record is not available due to insufficient device data. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: "pain, rupture".

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient representative reported "pain, rupture" discovered intraoperatively, "significant health damage and impairments", and "movement". The device has been explanted. This record relates to the left side.

Event description:
This record relates to the left side.

Event description:
Patient representative reported "pain, rupture" discovered intraoperatively, "significant health damage and impairments", and "movement". The device has been explanted. This record relates to the left side.

Manufacturer narrative:
Additional, changed, and/or corrected data: h6 device photo evaluation: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Pain: unable to observe since it is not related to the device. Migration: unable to observe since it is not related to the device. No additional observations were carried out. No further actions are required as no manufacturing issues are observed.